Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where the customer reported that the device leaked unspecified chemo from the filter during patient use. There was no drug exposure to patient or healthcare provider, and the chemo spill was cleaned up per facility protocol, a spill kit was used. There was no other physical damage noted. The set was replaced and therapy resumed. There was patient involvement, but no one was harmed in the event.

Manufacturer narrative:
A picture showing a primary plum set inside a plastic bag with a red circle outlining the drip chamber was returned. The complaint of chemo leakage from the filter vent can not be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.